Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# nlh052631n. Product type accessory product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger product ID 97755 lot# serial# (B)(6). Product type recharger h3. Analysis was performed on [product ID 97745 lot# serial# (B)(6). Analysis found that the lcd was cracked and the main board was dead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they dropped the controller yesterday ((B)(6) 2021) and the screen cracked. Pt said now the controller won't turn on or charge. An email was sent to the repair department to replace the controller. No symptoms were reported. Additional information was received from the patient. Pt got their new controller yesterday and they put the controller battery into the new controller and charged the controller to 100%. When pt attempted to charge their implant they were receiving battery low replace the controller battery soon message. Pt had reset their controller but that did not resolve the issue and now the implant was at 10% battery. Ps reopened case and emailed repair requesting pt be sent a new rtm. Additional information was received from the patient. Pt called back, and so far they have gotten a new controller and now a new rtm. Pt says the same thing is happening, when they are charging ins the controller battery will be at 100% and pt receives battery low replace controller battery soon message. Pt says they are in pain but this is because they can't charge implant. Pss emailed repair dept to send new battery pack. Caller stated they are still getting "batteries low, replace the controller batteries soon" (70) when trying to recharge implant. Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed ins battery empty (81). Caller confirmed no physical damage on recharger cord and confirmed they are using the new recharger (not the old). Caller then connected recharger and confirmed "batteries low, replace the controller batteries soon" (70). Caller tapped ok and then they get stuck on checking the recharger (89) and then back to (70). A replacement recharger telemetry module (rtm) was sent out. The patient was directed to their healthcare provider (hcp) if the replacement does not resolve the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# nlh052631n. Product type accessory product ID 97745, serial# (B)(6). Implanted: explanted: product type programmer, patient product ID 97755, serial# (B)(6): product type recharger product ID 97755, serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.